Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02197, related manufacturer reference number: 3006705815-2020-02196. It was reported that patient experienced ineffective therapy after a fall. System diagnostics recorded high impedances on contacts 1-16. It was confirmed via x-rays that the leads had fractured. Patient underwent surgical intervention on (B)(6) 2020 wherein, the entire system was explanted.